Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia. The patients blood glucose (bg) levels reached 357 mg/dl while wearing the pod for 36 and 48 hours on the arm. On the second day after eating dinner they noticed her arm was wet with insulin leaking around the adhesive pad. During the night her bg levels rose with high ketones. Patient's mother stated her daughter applied a new pod and gave a bolus corrections until the mother came home from work. She took her daughter to the emergency room (ER) due to high ketones levels. By the time they were at the ER the ketones levels were coming down. The patient had blood work, a urine test, and they tested her blood glucose level. Patient was treated with manual injections of insulin.